Event description:
Right pulmonary vein left atrial posterior wall ablation successfully performed with common lesion line set. A few days later, the pt complained of a sore throat an esophegeal ulcer had developed where ablation was performed with te cobra sugical probe. The pt was in ICU as of 08/2003.